Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 (mg/dl) and trace levels of ketones. Reportedly, customer stated that they do not have fine control over their bg levels. Customer administered a bolus to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.